Event description:
Foley catheter separated and resulted in part of foley remaining as foreign body in bladder that is requiring surgical intervention for removal. Diagnosis or reason for use: hip surgery.